Event description:
I had the essure device implanted on (B)(6) 2011. Implantation was painful and caused cramping. I had abdominal pain and tenderness after the implant. The 3-month essure confirmation test caused extreme pain, a fainting spell and vomiting for several hours after. After the confirmation test was confirmed, the implantation was successful and I could stop taking birth control pills. I stopped taking birth control pills and immediately experienced severe pelvic pain, especially during 7-10 days around the time of ovulation. I also had heavy and painful periods. The doctor said that I probably have adenomyosis and have probably had it before essure was implanted. This did not make sense since I had been on and off the pill several times in the years leading up to the essure implantation. I went back on the pill which took the edge off of the pelvic pain and helped with the heavy periods. I complained to my obgyn about pelvic pain, constant fatigue, chronic constipation but was told it was not related to the essure. To help with the pain after the essure implantation, I took birth controls from (B)(6) 2011 until (B)(6) 2018. On (B)(6) 2018 at my ob appointment, I was told that my cholesterol was too high to continue taking birth control pills. This meant that my pelvic pain would increase. My ob suggested the mirena or a hysterectomy to relieve the pelvic pain. I did not want the mirena device implanted due to my bad experience with essure. I had a laparoscopic hysterectomy leaving only 1 ovary on (B)(6) 2018.